Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with product, rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional additionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified crease fold, an opening on posterior, white particles in the shell, and delamination of plug strap. Leak test and microscopic analysis was performed which identified a sharp crease opening and delamination (>75% total separation). Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on the posterior assessed as fold flaw opening, and total delamination of the plug strap assessed as cohesive failure.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional additionally reported left side rupture. Device has been explanted.